Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device le8642, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hernia repair on an unknown date and suture was used. The suture pulled off the needle when sewing during the surgery of laparoscopic high ligation of hernia. Changed to another device to complete surgery. There were no adverse patient consequences reported.